Manufacturer narrative:
Additional information: on february 11, 2021, mentor became aware that the patient also experienced capsular contracture on the left side and underwent left breast contracture release in 2019 this report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 450cc mentor memorygel breast implants and experienced baker grade IV capsular contracture on the right side postoperatively. As a result, the patient underwent unilateral device removal and replacement with a similar 450cc mentor memorygel breast implant, catalog number shpx450, serial number (B)(4) on (B)(6) 2021.

Manufacturer narrative:
Additional information: on march 10, 2021, mentor became aware that the patient also experienced baker grade IV capsular contracture on the left side. As a result, the patient underwent device removal and replacement with a 450cc mentor memorygel breast implant, catalog number shpx450, serial number (B)(6) on (B)(6) 2020. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).